Manufacturer narrative:
A root cause could not be determined with the information provided. There was no patient sample available for investigation. Additional information for further investigation was requested but not provided.

Manufacturer narrative:
Samples from the patients were returned for investigation. The samples were tested with the same lot of reagent as the customer used. The customer's results were reproduced. No reagent specific issues were identified and the reagent performed to specification.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable igg antibodies to rubella virus (rubg) on their elecsys 2010 analyzer. The first patient's initial rubg result was 24.55 iu/ml which was reactive. The patient had a second sample drawn for comparison and the result was 23.94 iu/ml which was positive, and it was reported outside the laboratory. The first patient went to another laboratory and was tested on a dimension vista analyzer and the result was negative. The date of this testing was requested but not provided. On (B)(6) 2014, the second patient, a woman, had an initial rubg result of 13.79 iu/ml which was reactive and it was reported outside the laboratory. The patient had a second sample drawn and the result was 14.24 iu/ml which was reactive. The second patient went to another laboratory and was tested on a beckman analyzer and the result was negative. The date of this testing was requested but not provided. The customer sent the patient samples to another laboratory to be tested on a diasorin analyzer and both patients were negative. The date of this testing was requested but not provided. There were no adverse events. The rubg reagent lot number was 174658. The expiration date was requested but not provided.

Manufacturer narrative:
The samples were investigated by neutralization with rubella virus, by recomblot and by plastelia rubella igg. All the samples were neutralized indicating the presence of specific igg. The recomblot results confirm all the samples were positive. Finally, the platelia rubella igg results were positive in all the samples. The elecsys results for all four patient samples were considered to be correctly positive.